Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported 5 false positive sars results for 1 asymptomatic consumer. The consumer's pharmacist communicated other rapid anigen assays are reporting negative results. Additional mdrs will be filed for the other events. Report 3 of 5.